Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 16-apr-2024, it was reported that patient faced skin issue with three infusion set at product insertion site. Patient reported red swollen and itchy symptoms with skin at insertion site. Patiend had visited emergency room and admitted to hospital. No further information available.

Manufacturer narrative:
Device 3 of 3.

Manufacturer narrative:
Supplemental report 01 -(B)(4)- MDR 3003442380-2024-02826. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number 3003442380-2024-02826, was submitted on 22-05-2024 however, based on the investigation and clinical review, it was found that the serious injury was not related to the infusion set and no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 02 - (B)(4) - MDR 3003442380-2024-02826. MDR retraction: the supplement MDR with manufacturing report number 3003442380-2024-02824 was submitted on 09-oct-2025. The MFR (3003442380-2024-02824) was initially reported with the case ID (B)(4). Subsequently, it was identified that this MFR should not be associated with (B)(4). Therefore, a new supplement has been submitted with case ID (B)(4) as supplemental report 02 - (B)(4) - MFR 3003442380-2024-02824, which should be considered the correct supplement for this MFR. Report being retracted: supplemental report 01 - (B)(4) - MFR 3003442380-2024-02824. Correct report to be considered: supplemental report 02 - (B)(4) - MFR 3003442380-2024-02824. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number 3003442380-2024-02826, was submitted on 22-05-2024. However, based on the investigation and clinical review, it was found that the serious injury was not related to the infusion set and no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.